Manufacturer narrative:
Occupation is lay user/patient. Expiration date for lot 39739821 is 31-oct-2020. The test strips were requested for investigation. The reporter's meter and test strips (lot 405014-21) were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. Relevant retention test strips (lot 405014 and 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results from multiple lots with coaguchek xs meter serial number (B)(4), compared to an unknown laboratory method. The result from the meter with lot 40501421 at 6:28 a.m. Was 5.0 inr. The result from the meter with lot 39739821 at 6:11 a.m. Was 4.8 inr. The result from the laboratory at 8:00 a.m. Was 3.3 inr. The laboratory result was believed to be accurate. The patient's therapeutic range was 2.2 - 2.4 inr.